Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was noted to have a foot switch sticking and not releasing when foot is off of the pedal. The issue did not occur during a procedure or with a patient.